Event description:
It was reported that the device was being kept as a "back up pump"- not in use with patient for infusion. The user noted the device settings were "lost". The patient's main pump remained in use with interruption in infusion. No adverse effects reported.

Manufacturer narrative:
Device evaluation summary: one cadd ms3 pump was returned for analysis in used condition. Visual inspection of the pump found the pump to be in good condition. The pump passed all the functional tests. Customer stated issue was not confirmed and could not be duplicated. Problem source could not be identified.